Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair procedure. Reportedly, the proglide device would not feed over the wire. The wire would feed approximately 5cm into the proglide and then stop. Excessive force was required to advance the proglide over the wire. The proglide device was removed and replaced. The sutures of two other proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 20f and the endovascular aneurysm repair procedure was completed. The two successfully preplaced sutures were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis a conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.